Manufacturer narrative:
The device was evaluated on-site by an olympus field service engineer, and the customer¿s allegation was not confirmed. There was evidence of a printed circuit board failure, and the circuit board was replaced; an electrical safety test was also performed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii video system center, there was an issue with the image display issue when connecting older fiberscope versions; the processor information appeared on the screen, but not in the field where it should be appearing. Also, when the image did appear, it was black with some shades of color. When a newer version of the evis exera iii bronchovideoscope was connected, the image appeared correctly. The issue occurred during reprocessing, and there was no patient harm associated with the event. The device was evaluated on-site by an olympus field service engineer, and there was evidence of a printed circuit board failure. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the printed circuit board failure could not be identified. Olympus will continue to monitor field performance for this device.